Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the failure of the cable which might be caused by the user handling. Olympus states the appropriate handling of the subject device in the instruction manual. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the endoscopic image of the subject device was not displayed due to the failure of the cable, and the cable had deformation. (B)(4) considered that the cable had been internally damaged which caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified surgery, there was the broken cable on the subject device and the scope communication error b30 occurred. The user replaced the subject device to another device and completed the procedure. The user stated that the subject device worked fine during the test before the surgery. The occurrence date of the event is unknown. There was thirty minutes delay in the procedure, however no report of patient injury associated with the event.